Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical relevant supporting documents were provided to conduct a thorough medical assessment of the reported bone fracture. No further clinical assessment is warranted based on the limited information provided with this case. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
Bone fracture occurred and revision surgery is required. The revision surgery "will be" performed on (B)(6) 2018. We will be update additional information after the revision.